Event description:
A nurse reported a pt experienced a capsular bag tear during an intraocular lens (iol) implant procedure. Additional info including pt info and outcome has been requested.

Manufacturer narrative:
The complaint sample was not returned by the reporting facility. An intraocular lens (iol) was returned by the reporting facility. The iol returned was evaluated for damage. One haptic was bent in the distal area. The optic was torn/split/cracked into two pieces (possibly cut). While we are unable to determine the origin of the lens damage, the observations documented in this evaluation reasonably suggest that it is not manufacturing related. Product history records could not be reviewed for the complaint device, (the iol delivery system) because the facility did not provide a lot number or any identification traceable to the manufacturing documentation. The iol product history records were review and all documents indicate the iol met release criteria. The info was supplied by the MFR, not the user facility. Additional info was requested on 08/15/07 by mail, on 08/20/07 by fax and on 08/29/07 by phone. No additional info has been rec'd at this time.